Event description:
The manufacturer received information alleging a ventilator had a "faulty blower". The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, ventilator inoperative codes were found in the ventilator's downloaded error log. The device's blower needs to be replaced to address the issue.